Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep informed the customer this is a known recall issue by the company and a permanent fix is being sought. The customer will continue to use the device as is.

Event description:
It was reported that while the customer was reviewing images from the 9900 system, the wrong information was listed on certain patient image files.